Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to unknown reasons. Note: pt. Had a 2nd revision due to dislocation on (B)(6) 2012 ((B)(4)).